Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days after the implant procedure, the implantable cardiac monitor (icm) experienced possible oversensing and undersensing. The device remains is use. No patient complications have been reported as a result of this event.